Event description:
It was reported that (1) device was used during a total extraperitoneal repair. It was reported by the affiliate that the ems instrument jammed during the procedure as the new staple did not reload. Another instrument was used to complete the case. There was no consequence to the pt.